Event description:
The customer used the glucose device at home and received a result of 400mg/dl. Pt took insulin and one hour later went to the doctor's office and pt's glucose was 50mg/dl. The doctor treated pt with a glucose IV. Controls were not used on the system. The device was replaced with new product and then authorized for return to the MFR for eval.